Event description:
It was further reported that although initially reported as a tvr it is now corrected to a non-tvr was performed.

Event description:
(B)(4). It was reported that subsequent to a coronary stenting procedure, an in-stent restenosis occurred. On (B)(6) 2008, the patient underwent cardiac catheterization and taxus express2 stent was implanted in the mid rca (right coronary artery). In (B)(6) 2011, the patient came back to the hospital and underwent cardiac catheterization and revealed an in-stent restenosis in the mid rca. On the same day, revascularization was performed and a day after the procedure the patient was considered to have recovered.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis as it was implanted. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).